Manufacturer narrative:
Device evaluation summary: during evaluation of the sample a crease was observed on the anterior view running to the posterior view. In addition a tear was detected at the end of the crease in the anterior view running to the posterior view measuring 7.8 cm. No other anomalies were observed. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. No further investigation will be conducted on this complaint due to external cause. This report is not intended to deny that patients experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contraction and rupture. Concomitant medical products: mentor memorygel breast implant 300cc, catalog # 3503001bc, serial # (B)(4), lot # 5806429. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent a primary breast augmentation with a mentor memorygel breast implant 300cc and experienced baker grade IV capsular contraction on the left side post-operational. As a result, the patient underwent device removal on (B)(6) 2019 when it was discovered that the patient also experienced rupture on the left side. The patient underwent replacement with a mentor memorygel breast implant 500cc, catalog number 3505004bc, serial number (B)(4) on the left side on (B)(6) 2019.